Event description:
The lead was advanced into the right atrium using the ball tip stylet in place. This stylet was retracted and replaced by the screwdriver stylet for extension of the hellix. It was observed that the screwdriver stylet advanced completely to its hub. The lead was removed and another of a like model was used successfully.